Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 4193 implantable pacing lead 2004 (B)(6); n161 competitor implantable cardioverter defibrillator 2013 (B)(6). (B)(4).

Event description:
It was reported that the impedance on the right ventricular (rv) was high and varying. The lead was capped and replaced. No patient complications have been reported as a result of this event.